Event description:
The pt reported a low battery warning at which time the pump allegedly became warm to the touch. The pt turned off the pump and it reportedly cooled down.

Manufacturer narrative:
The pump was returned to animas. Pump electrical current draws were tested and found to be within specifications. There was evidence of moisture and corrosion observed on the battery cap however the pump powered on normally and was exercised with no issues recurring. The complaint about the pump overheating could not be duplicated.